Manufacturer narrative:
B5 - the reporter indicated that a 12.6 vticm5_12.6 -11.50/2.0/91 (sphere/cylinder/axis) was implanted on (B)(6) 2023 into the patient's left eye (os). Low vault with rotation was observed. Lens was exchanged on (B)(6) 2023 with a longer length lens and problem was resolved. Quiet lens in position, patient happy. Claim# (B)(4).

Manufacturer narrative:
Claim (B)(4).

Event description:
The reporter indicated that an toric implantable collamer lens had rotated on (B)(6) 2023. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.